Event description:
This report is based on information provided by a third party engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that the device measured joule value was out of range during preventative maintenance. There was no patient involvement, therefore no health consequences or impact.